Event description:
On (B)(6) 2012, olympus biotech received a report of an adverse event in the literature: 'osteogenic protein-1 (bone morphogenic protein-7) combined with various adjuncts in the treatment of humeral diaphyseal nonunions' bong et al, published in the bulletin of the hospital for joint diseases, vol 63, numbers 1 and 2, 2005. A pt (demographics unk) who received op-1 implant as part of a procedure to treat a humeral nonunion development heterotopic ossification in the shoulder area which resulted in pain and limitation of movement. The events were described by the authors as serious. No additional info was received with the initial report. Additional info has been requested from the corresponding author.